Event description:
The pharmacist at the hospital, reported that "during a surgery, the surgeon could not impact the insert into the cup. The devices could not been implanted. The surgeon used implants from competitor to finish the procedure without delay." No adverse consequences were reported.

Manufacturer narrative:
Associated device: trident psl ha cluster, 50mm, cat #542-11-50e, lot# 36070101. A supplemental report will be submitted upon completion of the investigation.